Event description:
The hospital reported that during a coronary artery bypass procedure, three heartstring iii proximal seal did not load properly. A side-biting clamp was used to complete the procedure, with no other patient effects reported. Two other products used in this case are reported in MFR report #: 2242352-2010-02617 and 2242352-2010-02618. The product is returning.

Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is received and the investigation is completed. (B)(4).